Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Monge, f. J. C., angorrilla, I. á., aguado, e. S., & ruiz, f. R. (2011). Rectal ulceration due to using the fexi-seal fecal management system: a case report. Revista da escola de enfermagem da usp, 45(5), 1256-1259. (B)(4).

Event description:
In a journal article by monge, angorrilla, aguado, and rodrigues ruiz (2011), it was reported a patient requiring long-term ventilation had a fms device inserted fifty days after she was hospitalized to manage persistent diarrhea and to prevent further intergluteal erosions. The device was in for 4 days and removed after the diarrhea improved. The patient's condition worsened, the diarrhea returned, and another fms device was inserted. After 72 hours, the patient developed rectal bleeding. The fms was removed and an emergency colonoscopy was performed revealing a posterior rectal ulcer, probably of ischemic origin, likely due to the fms device. As the bleeding and diarrhea persisted and the patient general condition worsened, a second colonoscopy was performed confirming the previous diagnosis.

Manufacturer narrative:
Additional information was received on october 23, 2015 confirming the icc code. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).